Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while advancing a smart coil through another manufacturer's microcatheter, the physician encountered resistance and had difficulty advancing the coil. The physician did not apply any extra force while advancing the smart coil and indicated that it felt tight as the coil was being loaded into the microcatheter. There were no issues with the patient's anatomy. The physician removed the smart coil and completed the procedure using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the smart coil pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The introducer sheath was loaded backwards on the pusher assembly. The embolization coil was intact with the pusher assembly and damaged and unraveled. The pusher assembly and embolization coil outer diameters (ods) were measured and found to be within specification. Conclusion: evaluation of the returned device revealed the introducer sheath was loaded backwards on the pusher assembly. If the introducer sheath is loaded incorrectly on the pusher assembly, it is likely that resistance will be encountered upon attempting to advance the smart coil through the introducer sheath. Further evaluation revealed the pusher assembly was kinked and the embolization coil was damaged and unraveled. This type of damage typically occurs due to forceful manipulation of the smart coil while advancing through a microcatheter. If the pusher assembly or embolization coil becomes damaged, resistance may be encountered upon further advancing or retracting the smart coil. The pusher assembly and embolization coil ods were measured and found to be within specification. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Smart coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.